Event description:
Account alleged brakes were not working. No injuries reported.

Manufacturer narrative:
Technician found all casters were failing to lock, swivel. Replaced casters to resolve the issue.